Event description:
It was reported that pump displayed malfunction code 15 with associated fault ID and caller did not report any notable events prior to the issue. There was no reported impact to the customer¿s blood glucose level because caller declined to provide information. Customer reset pump with guidance from technical support. The malfunction reoccurred. The customer reverted to an alternate method of insulin therapy.